Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ bc shielded IV catheter malfunctioned as "hard to connect to pressure-resistant ex-tube and the luer locks didn't turn but spun and hcp had to conduct repuncture to the patients." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ bc shielded IV catheter malfunctioned as "hard to connect to pressure-resistant ex-tube and the luer locks didn't turn but spun and hcp had to conduct repuncture to the patients." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: as this complaint was an MDR; DHR review was performed on lot number: 8036866. The lot number was built/packaged on afa line 12, from february 5, 2018 thru february 11, 2018. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received three used iag/bc 22ga catheter/adapter assemblies and (B)(4) unused units in sealed packages from the lot number: 8036866. Also, one unused extension set in an opened package and received (B)(4) unused unit in a sealed package from catalog number: 381023, lot number: 7334856. Visual/microscopic examination: used catheter/adapter assemblies: damage was observed on the inside rim of the luer adapter on all (B)(4) units. Unused units: damage was observed on the inside rim of the luer adapter on (B)(4) of the representative units. Comparison between color variation in package label between lot (#: 7334856) and the lot (#: 8036866). It was determined that even though there was a variation in color, they were still within specifications since the color for 22ga (blue) was predominant. Investigation conclusion: relationship of device to the reported incident: manufacturing comment: there were known alignment issues with line 12, zone 5 during this period of time although no damage to the adapter was detected. The damage observed could occur within zones 5 when the equipment is lowered inside of the adapter inadvertently damaged the interior due to the incorrect alignment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production.